Manufacturer narrative:
Product event summary: at analysis, the stated reason for return of programmer not recognizing the radiofrequency head or the stylus was confirmed and it was attributed to the touch screen not working. It was also noted that the display was blurred, the stylus was bent but working correctly, the printer was damaged, the left keyboard hinge was broken, the cooling fan was noisy and an error was found in the software history. The x-y board was replaced and the touch screen tested and it passed. The liquid crystal display, stylus, printer, left keyboard hinge and cooling fan were also replaced, the stylus calibrated, new software installed and the device was cleaned. It then passed its electrical safety and all final and functional systems tests.

Event description:
It was reported that the programmer did not recognize the radiofrequency head or the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.